Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 in the morning due to a high blood glucose of 707 mg/dl and diabetic ketoacidosis. Blood glucose at the time of the call was 227 mg/dl. Customer experienced symptoms related to high blood glucose such as dry mouth. The customer was wearing the insulin pump at the time of admission. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.